Event description:
It was reported that, the MFR performed verification testing of labpro and microsacan dried gram panels for feasibility testing using the as-4 and manual reads. The isolate was processed on a dried gram negative panel to evaluate the behavior of ID hold reads. It was observed that labpro allows the operator to edit the biochemical results for dried gram negative panels with a labpro database status of ID hold that should only be read t 16 to 20 hours. This allows the user to change glu, suc, or sor to positive at the final read which forces labpro to calculate the biotype using the 24 fermenter biochemical substrates rather than the 24 non-fermenter substrates. In addition, if one of these three sugars (glu, suc, or sor) becomes positive during the additional 24 incubation time, the as4 will ignore the original negative reactions and read them as positive, again, incorrectly using the fermenter biochemical substrates. This will likely result in a very rare biotype (vrb), low probability identification (lpid) or mis-identifying a non-fermenter as a fermenter.

Manufacturer narrative:
(B)(4). Method: a process used to verify that a system or component performs according to the original set of conditions at any point in development. Eval: the device software was found to contain errors in the user interface (including usability problems) or the interfaces with other systems. Conclusion: the device problem was traced back to the design specifications (e.g. In the requirements, testing processes, hazard analysis, implementation strategy).

Manufacturer narrative:
An urgent medical device recall letter was sent on july 31, 2015 via (B)(6) to the affected customers who have purchased microscan labpro information manager system version 1.0 to version 4.11. The urgent medical device recall letter informs customers that the issue identified above can be encountered when processing dried overnight gram negative panels with an ID hold status on the microscan autoscan-4 system or when read manually and entered into the labpro system. The customers are advised of the actions to take to identify the issue and mitigate the potential for an incorrect microbial identification. This issue will be corrected in a future software version update. (B)(6).